Manufacturer narrative:
Initial reporter information and patient information could not be provided due to the restriction by the (B)(6) privacy regulation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while suctioning a patient, the screen for this 980 ventilator ¿disappeared, ventilation was stopped", the patient was manually ventilated before being placed on an alternate ventilator. The patient was not injured as a result of the reported event.

Manufacturer narrative:
H6 evaluation code method and result h3 device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that, while suctioning a patient, the screen for this 980 ventilator ¿disappeared, ventilation was stopped", the device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm the reported issue of loss of ventilation (lov). Sp found screen restart from the logs as secondary findings and replaced the graphical user interface (gui) central processing unit (cpu) printed circuit board (pcb), breath delivery (bd) cpu pcb, gui to bdu cable, bd power controller/distributor assembly. Sp also replaced expiratory flow sensor and oxygen sensor under preventive maintenance (pm). The ventilator passed all tests and calibrations per manufacturer specifications at the time of service. One gui cpu pcb, bd cpu pcb, gui to bdu cable, bd power controller assembly, bd power distributor assembly were received for failure analysis. Each returned part was installed in a test ventilator and powered up normally, no errors were recorded in the diagnostic logs. There was no fault found. The cause of the observed condition could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as follows: per japan team, upon checking the ventilator memory logs, there was no loss of ventilation found.